Event description:
It was reported that the insulin cartridge appeared to leak, as evidenced by a wet cartridge and residual insulin in the chamber after the patient consumed a full cartridge in less than 24 hours; the issue was addressed through troubleshooting and user education, including a guided cartridge and connect adaptor replacement. Investigation included user-guided inspection and component replacement. Investigation of this case revealed evidence consistent with a leaking cartridge or connection issue at the cartridge¿connect adaptor interface. No clinical symptoms associated with low insulin delivery leading to concern for insufficient dosing. Outcomes included resumption of insulin therapy after the supply change without health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a component leak or connection fault that resolved with replacement.